Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in the vessel of the arm. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during inflation at 4 bar, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.